Event description:
It was reported that an intrasight system was used in a coronary procedure. During use with an eagle eye catheter, the ivus image could not be seen. Two (2) different pim and pim cables were used but did not resolve the issue. The case was aborted and rescheduled for a later date. No patient injury reported. This product problem is being reported because the system could not be used, resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a4: patient weight is not available from facility. Block b6: not available from facility. Block c: not applicable for this system. Blocks d4, d6 & d7: not applicable for this system. Blocks h3 & h6: a field service engineer visited the site on 05sept2025. The ivus pim cable was replaced and configured. The system met specifications and returned to use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.